Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient experienced hemolysis. Three units of packed red blood cells were transfused to the patient and the impella device was repositioned, however, this effort to manage the complication was unsuccessful and the device was explanted.